Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 three (3) false negative results were obtained. The samples were tested via pcr and the results were positive. There was no patient impact reported as this was part of a validation study comparing the veritor and a pcr test method. Eua#: (B)(4).

Manufacturer narrative:
H6: investigation summary. This memo is to summarize the investigation results for customer complaints alleging false negative results when using the kit bd veritor for rapid detection of sars-cov-2 (ref# 256082). Bd has received several customer complaints for false negative results, when using bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false negative complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false negative results that you observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. There is no corrective action taken at this time.

Event description:
It was reported while testing for sars cov-2 three (3) false negative results were obtained. The samples were tested via pcr and the results were positive. There was no patient impact reported as this was part of a validation study comparing the veritor and a pcr test method. Eua#: (B)(4).